Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 2017865-2020-04721. It was reported that the patient presented at a follow-up in clinic with syncope. Upon interrogation, the right ventricular lead exhibited high pacing impedance. The physician capped and replaced the lead on (B)(6) 2020. During procedure, the right ventricular lead was unable to be removed from the header of the pacemaker. The physician cut out the lead and explanted and replaced the pacemaker. The patient was in stable condition.

Manufacturer narrative:
The pacemaker was returned for the reported event of unable to loosen the setscrew to release the right ventricular lead. Analysis found that multiple pieces of the septum were torn and punched out by the torque wrench, landing in the setscrew inset. The excess material from the stripped setscrew made it not possible to be engaged by the torque wrench. No other anomalies were noted. The reported event was confirmed and attributed to procedural damage.